Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number. Visual/microscopic inspection: the crosser catheter was returned. A complete core wire fracture and catheter detachment was noted at the distal end of the catheter. The outer catheter was stretched at the location of the detachment, likely indicating that excessive force contributed to the detachment. The remaining catheter segment attached to the knob assembly measured approximately 149.8cm. The remaining core wire proximal to the strain relief measured approximately 148.1cm. This indicated that approximately 14cm of the catheter detached. Functional/performance evaluation: no functional testing could be performed due to the catheter detachment. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is confirmed for a complete core wire fracture and a catheter detachment, as the distal portion of the catheter was detached and not returned for evaluation. The definitive root cause for this event could not be identified. Due to the condition in which the sample was returned (i.e. Signs of stretching), it is possible that excessive force may have contributed to the event. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current crosser catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that approximately 25cm of a recanalization catheter broke off. The detached segment remains in the distal sfa/popliteal artery as it was unable to be retrieved. A good blood flow was identified by the health care provider. There was no patient injury reported.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 25cm of a recanalization catheter detached and the detached segment remains in the distal sfa/popliteal artery. There was no patient injury reported.